Event description:
Interventional cardiologist had performed an angioplasty of the left anterior descending coronary artery with a medtronic sprinter legend 1.25mm diameter balloon. During attempts to remove the balloon, the balloon marker tip apparently snapped off. The balloon tip marker lodged itself in the distal septal perforator artery. The pt did not experience symptoms or subsequent sequela as a result. Dates of use: (B)(6) 2011 - (B)(6) 2011.